Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge and then resumed insulin. Tandem technical support informed customer that fiasp insulin is off-label per the user guide. Customer acknowledged and understood.